Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, diabetes mellitus, smoker, diseased mucous membrane, inadequate bone quality/quantity, pain, mobility